Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient had an accident. Frequency and urgency had been suddenly out of control. The patient does not feel stimulation. The therapy was on. The situation was not resolved. Patient was on program 2 at 3.2 volts. Cyst aspiration on breast on (B)(6) 2015 could be related to this issue. There were no trauma/falls reported that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient does feel stimulation in the correct area. Patient increased stimulation to 4.0 volts. She could feel the twitch in her toes and they curled, felt right side of buttock and vaginal area. Symptoms reported were could not control going to the bathroom as well. Patient was having frequency and urgency. Event date was (B)(6) 2015. Patient said right when she noticed she started noticing she couldn't control going to the bathroom, she tried setting her settings and it worked for about a day and then went back to where it was again where she couldn't control it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.